Event description:
It was reported that during a sigmoid colectomy procedure, the universal seal tore on the device. No other objects were placed inside expect the surgeon's hand. This occurred at the end of the procedure. The case was completed without opening a new device. There was no pt impact.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.